Event description:
The data and info contained herein is being submitted to the FDA to comply with the regulations (21 cfr part 803) pertaining to medical device reporting. This MDR is based on preliminary info received by karl storz, who has not conclusively determined the cause of the adverse event. This MDR is, therefore, not intended to and shall not constitute an admission that a reportable event occurred or that any karl storz products were causally related to the incident. Allegedly, after an abdominal surgery/colorectal stent insertion procedure lasting 2 hours, doctor lifted drape and noted that pt had received a 3" by 2" burn on the thigh. Doctor treated burn with silvadene; pt condition good.

Manufacturer narrative:
The hospital taped probes attached to light cable to pt's thigh during 2 hours procedure. Our labeling states: warning: never attach a cable or cable connector to pt or drape.